Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting increased shock impedance measurements with a most recent out of range measurement of 152 ohms. A boston scientific technical services consultant reviewed alerts and trend data and discussed the findings and troubleshooting. The lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting increased shock impedance measurements with a most recent out of range measurement of 152 ohms. A boston scientific technical services consultant reviewed alerts and trend data and discussed the findings and troubleshooting. The lead remains in service and no adverse patient effects were reported. It was reported that commanded shocks were performed and the delivered shock impedance was greater than 125 ohms. Review of the stored data noted an average daily measurement of approximately 145 ohms. A boston scientific technical services consultant discussed the clinical observations and provided recommendations. The patient will be scheduled for an in-office assessment to determine the best course of action. The product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting increased shock impedance measurements with a most recent out of range measurement of 152 ohms. A boston scientific technical services consultant reviewed alerts and trend data and discussed the findings and troubleshooting. The lead remains in service and no adverse patient effects were reported. It was reported that commanded shocks were performed and the delivered shock impedance was greater than 125 ohms. Review of the stored data noted an average daily measurement of approximately 145 ohms. A boston scientific technical services consultant discussed the clinical observations and provided recommendations. The patient will be scheduled for an in office assessment to determine the best course of action. The product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided. Additional information was received that the patient will be undergoing a replacement procedure in the future. Due to the patient having multiple comorbidities, the revision is not scheduled yet. No additional adverse patient effects were reported.